Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The following components were received in the return: catheter assembly with sensor, hub, and tether wires removed. Visual inspection of the skiving portion of the catheter was found to be normal. Some kinking was observed along the length of the delivery system and was consistent with damage during use. The results of the investigation are that there are no product anomalies identified that contributed to the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the cardiomems implant procedure, there was difficulty removing the sensor from the catheter. The procedure went smoothly until the delivery step. Once the tethers were removed, the delivery catheter was pulled back, but the sensor remained stuck to the catheter. After waiting a few cardiac cycles, the sensor remained stuck on the catheter. A second attempt was made to deliver the sensor, but it would not come off the catheter when positioned at the top of the pulmonary artery arch. The swan-ganz was advanced with the balloon inflated to maintain sensor placement without success. A non-abbott guide catheter was advanced over the delivery catheter, and that successfully disconnected the sensor from the delivery catheter, but the sensor seemed to become stuck on the guide catheter. After some additional manipulation and patient coughs, the sensor was delivered successfully. The final position was horizontal at the top of the pulmonary artery arch, and communication was good. The guide catheter broke when the delivery catheter was removed from the patient. The remaining portion was retrieved with a snare immediately after the implant procedure. The physician determined this event caused a clinically significant delay to the procedure.